Event description:
This is a spontaneous case report received from a medical doctor in united states on 13-apr-2015 which refers to a (B)(6) female patient who underwent an attempt to have essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 (lot number b71767). Physician reported that essure deployed before final rollback in the tube and when attempted to remove, part of essure/pet fibers broke apart. Salpingectomy was performed with essure coil in tube. No bilateral placement was achieved. Follow-up received on 06-may-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a product quality issue (breakage). (B)(4). Final assessment: lot number: b71767; production date: 13-sep-2013; expiration date: 30-sep-2016. Lot number: cs000n0; production date: 01-oct-2014; expiration date: 28-aug-2017. (B)(4). As of 4/27/2015, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for these lots were performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a reported product quality issue (breakage) in the context of a complicated insertion. However, no adverse events were reported at this point in time. The batch documentation of the reported batches was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report as quality defect was not confirmed nor an adverse event was reported at this point in time. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt to have essure (fallopian tube occlusion insert) inserted and when attempted to remove, part of essure/pet fibers broke apart. This event, interpreted as device breakage, was considered serious due to medical importance and listed according to technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, device breakage occurred during essure insertion procedure. Therefore, a causal relationship between this event and essure cannot be excluded. This case was regarded as incident since a salpingectomy was performed. Additionally, non-serious events were reported: essure deployed before final roll back in tube and bilateral placement not achieved. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report as quality defect was not confirmed nor an adverse event was reported at this point in time. Further information is being sought.

Manufacturer narrative:
Follow-up information received on 07-aug-2015 the required numbers of follow-up attempts have been completed, with no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt to have essure (fallopian tube occlusion insert) inserted and when attempted to remove, part of essure/pet fibers broke apart. This event, interpreted as device breakage, was considered serious due to medical importance and listed according to technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, device breakage occurred during essure insertion procedure. Therefore, a causal relationship between this event and essure cannot be excluded. This case was regarded as incident since a salpingectomy was performed. Additionally, non-serious events were reported: essure deployed before final roll back in tube and bilateral placement not achieved. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report as quality defect was not confirmed nor an adverse event was reported at this point in time. Further information could not be obtained.

Manufacturer narrative:
Legal claim received on 14-sep-2016. On (B)(6) 2015, essure was inserted. During the procedure, the right essure coil broke apart within her fallopian tube. Consequently, her implanting physician had to surgically remove her right fallopian tube. Shortly after undergoing the essure procedure, hsg test was performed and her coil was properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, chronic back pain, and abdominal pain. She never experienced any of these conditions prior to undergoing the essure procedure. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt to have essure (fallopian tube occlusion insert) inserted and when attempted to remove, part of essure/pet fibers broke apart. This event, interpreted as device breakage, was considered serious due to medical importance and listed according to technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, device breakage occurred during essure insertion procedure. Therefore, a causal relationship between this event and essure cannot be excluded. This case was regarded as incident since a salpingectomy was performed. Additionally, non-serious events were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report as quality defect was not confirmed nor an adverse event was reported at this point in time. This case became legal upon follow-up, thus further information will be obtained through the litigation process.